Manufacturer narrative:
(B)(4). During in-house complaint investigations, a product deficiency was identified for the architect ca 19-9xr assay. Two panel 1 replicates were out of specification high (the range is 41.8 - 69.8 u/ml; the two out of specification results were 70.1 and 70.7 u/ml). The quality issue included low end imprecision and abbott low control testing out of range when using multiple architect ca 19-9xr reagent, calibrator and control lots. The root cause for the architect ca 19-9xr assay imprecision and/or erratic results at the low end and/or low control out of range high are caused by poor wash efficiency during the conjugate wash at wash zone 2, when version 106 or 107 wash zone assemblies, which have manifolds containing wash zone valve version 103, are installed on architect i2000/i2000sr systems at wash zone position 2. An interim action was implemented on (B)(6) 2010 to institute acceptance testing at abbott as part of standard control procedures. Previously, the lots of calibrators, controls and reagents were not tested at abbott and were accepted based on the original equipment manufacturer's (OEM - fujirebio diagnostics) certificate of analysis. Also, the wash zone assemblies were re-designed to prevent wicking of fluid at the nozzle tips.

Event description:
The customer states that one patient sample generated the following ca 19-9 results on the architect i2000sr analyzer: 40.92, 26.39, 51.45, 49.64, 24.37, 62.80, 31.27, 25.84, 41.18, and 36.96 u/ml. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. This report is being filed on an international product, list number 2k91-35 that has a similar product distributed in the us, list number 2k91-27.